Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: g3 on previous report (manufacture's reference # 384236) has incorrect date received by manufacturer as 04nov2022. Correct date is 08dec2022. Reportability details grid (manufacturer's reference # (B)(4) shows correct information as, "reporting time starts on 08dec2022" and the "report due date 06jan2023". The report was submitted 03jan2023 and should not be considered a late report. Event summary it was reported that before a ureteroscopic lithotripsy procedure, the user found that the distal basket wire of a ngage nitinol stone extractor was broken. A new device from the same product lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions and quality control procedures were conducted during the investigation. The device was not returned for investigation. The provided information stated that return of the complaint device was delayed to covid-19 restrictions in china. The complaint was completed as a non-returned device. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a determination of the specific nature of the failure and its cause could not be determined. Without the complaint device available for investigation, there are multiple possible causes for the reported issue of a broken basket wire. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that before a ureteroscopic lithotripsy procedure, the user found that the distal basket wire of a ngage nitinol stone extractor was broken. A new device from the same product lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.